Event description:
It has been reported to philips that the system would not turn on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not turning on. The customer resolved the issue on its own by replacing breaker. No service has been performed by philips since the service quotation was cancelled by the customer. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome. Health impact code was corrected.